Event description:
The bovie esu handpiece was being used by the doctor when it became very hot and began melting. The patient was not harmed, and neither the surgeon nor the drapes were burned. The handpiece was exchanged for a new one and the surgery carried on. The unit generator was checked out by the clinical engineering department, and no problems were found.